Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited high pacing impedance. The lead was explanted and replaced. The patient was recovering.